Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. The instrument was found to have a loose grip cable at the distal end. Additionally, the instrument had a grip cable dislodged at the proximal end. The instrument was found to have a broken input shaft at the proximal end. The housing was removed during visual inspection and the instrument was found to have a broken input shaft. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large hem-o-lok clip applier instrument worked once then stopped working and would not fire again. The customer noticed the cable at wrist joint was exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument; however, failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.